Event description:
It was reported that during use of a guard wire occlusion device the balloon deflated due to a pinhole leak that was viewed under fluoroscopy. Device was test inflated during prep with no abnormalities noted. The physician stopped using the relevant device and used another device to complete the operation without issue. No injury was caused as a result of this event.

Manufacturer narrative:
Evaluation, result: (procedural factor, device was prepped with no issues noted); no results available since no evaluation was preformed; none (no device received for evaluation). Conclusion: unable to confirm event (no device or cine images received for review). Device discarded by user unable to follow up. (B)(4).